Event description:
Technician alleged the siderail was not staying up. The end tube was damaged. He stated the failure was metal fatigue from time and the use of the side rails as a grip during the transportation of patients. The metal would bend and after a period of time, the metal will break from fatigue/age. Tech replaced the siderail to resolve.